Event description:
It was reported that the customer received two calibration errors, change sensor alarm, and a motor error alarm. The customer's most recent blood glucose level was 173 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.